Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no charging light when connected to the ac supply. There was no reported patient involvement.